Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 11:03 a.m., the customer ran a control test on the contour next ez meter and obtained a reading of 206 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer refused to send the device for evaluation.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house testing was performed using the in-house contour next ez meter with in-house contour next test strips and in-house contour next control solution from lot # 8bv2g25, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control readings in the meter's memory.